Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow-up, premature battery depletion was noted. The device is part of the advisory for premature battery depletion with implantable cardioverter defibrillator. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The device was tested at the bench . A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The cause of reported event could not be determined.